Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoeye flex deflectable videoscope image was unavailable when the scope was connected and there was noise generated on the screen. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the reported event was confirmed. Based on the results of the investigation, the root cause could not be determined. It is likely the reported issue occurred because the image sensor unit was damaged while the user was handling the device. The cause of the damage could not be specified but it is likely irregular stress was applied to the bending section. The event can be detected by handling the device in accordance with the following instructions for use (IFU): chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system_ inspection of the endoscopic image¿ the event can be prevented by handling the device in accordance with the following instructions for use (IFU): "important information ¿ please read before use: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient" olympus will continue to monitor field performance for this device.